Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that the system was stuck at 00:00 . The philips field service engineer (fse) inspected the system onsite and identified flexvision pc had grabber card errors. Review of system log file shows that the grabber cards are not initializing as a result the system would not start normally. The frame grabber card in the flex vision pc failed. The frame grabber captures the video from the allura system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced flexvision pc. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not start up, it was stuck at 00:00. The system was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.